Event description:
On (B)(6) 2013, the reporter contacted animas, alleging there were multiple battery compartment cracks. It was reported there was no damage to the battery cap; however, it could not be secured properly to the battery compartment. The reporter stated there was no recent trauma, damage, or evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings: a battery compartment crack was observed during investigation. The battery cap was able to be properly secured during investigation. Unrelated to the complaint, the display was observed during evaluation to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.